Event description:
It was reported that this right ventricular (rv) lead exhibited rising shock impedances, subsequently reaching a high out of range measurement of 131 ohms. Boston scientific technical services (ts) indicated that typically a gradual rise in shock impedances is due to calcification or scar tissue formation and explained to the boston scientific representative about the concern when the delivered shock impedance is greater than 145 ohms. Ts recommended performing a commanded shock to determine the difference between the measured and delivered shock impedance. The lead remains in-service. No patient symptoms or adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited rising shock impedances, subsequently reaching a high out of range measurement of 131 ohms. Boston scientific technical services (ts) indicated that typically a gradual rise in shock impedances is due to calcification or scar tissue formation and explained to the boston scientific representative (rep) about the concern when the delivered shock impedance is greater than 145 ohms. Ts recommended performing a commanded shock to determine the difference between the measured and delivered shock impedance. It was subsequently reported by a different rep that the rv lead shock impedances are still out of range, reaching a new high measurement of 178 ohms when measured from the rv tip to device can. As a result, a commanded shock test using a 41 joule shock was performed with an associated shock impedance measurement of 83 ohms observed and a post-shock impedance measurement of 135 ohms observed. The rep indicated they will continue to monitor the patient. Ts noted that there is a likelihood that the shock impedance will rise again and ultimately, a new lead will likely be needed in the future. Ts also reviewed the monophasic shock delivery and the possibility of an ineffective shock once the delivered shock impedance measurement is greater than 145 ohms. The lead remains in-service. No patient symptoms or adverse patient effects were reported.